Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The issue was replicated through functional testing, and the pump ehl showed mulitple "cassette not attached properly" alarms, and latching the administration set would trigger this fault. The cause of the customer reported problem was a downstream occlusino (dso) sensor that was out of calibration. Further analysis revealed that the drifting problem stemmed from a scratched dso sensor, with the scratches found to be in alignment with accidental damages that occurred during the seal repair process. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso bezel, and dso seal, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: november right month of event but exact day not stated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.